Event description:
It was reported that a user experienced hyperglycemia with blood glucose values peaking at 290 mg/dl and later measuring 265 mg/dl for approximately two hours while using the ilet system, with noted confusion about meal announcements in the dexcom app and a temporary pump disconnection for a shower; the user was advised to allow additional time for stabilization and to consider a supply change if needed. Customer care provided support that included troubleshooting and user education regarding proper use of the ilet mobile app for meal announcements and guidance following a disconnection event. Investigation of this case revealed no device alarms and no device malfunction reported, with cause of hyperglycemia unclear. No clinical symptoms associated with hyperglycemia reported. Outcomes included no reported injuries, hospitalizations, or medical interventions beyond user education. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.